Manufacturer narrative:
The device was returned for analysis. The difficult to open or close was confirmed. Difficult to remove is procedure related and cannot be confirmed in a lab environment. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The cause of the reported difficulties and the subsequent treatments appear to be related to circumstances of the procedure. In this case, it is likely that the device foot may have interacted with the calcium and during closure surfed distally out of the track locking into the partial closed position. This condition then likely caused the difficulty removing the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Na.

Event description:
It was reported that this was an arteriotomy closure of the mildly calcified right common femoral artery using the pre-close technique via a 6f sheath hole prior to an impella interventional procedure. Reportedly, placement of the first prostyle suture was successful. When attempting to place the second prostyle suture, the device got stuck due to a foot retraction issue. The physician bent the device towards the patient and was eventually able to free the device from the vessel. The sheath was upsized to a large bore and the impella procedure was completed. The first successfully placed prostyle suture along with manual compression was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.